Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product related issue. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with lesion calcification which was described as moderately calcified and 80% stenosed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion in the non-tortuous, moderately calcified, 80% stenosed arteriovenous fistula. The 7 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon was advanced without resistance. The balloon was inflated twice to 12 atmospheres and ruptured. Another same size armada 35 pta was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Initial reporter name and address: facility name and address corrected.